Event description:
According to the complaint, locator abutment screw fractured after six months and a new locator abutment had to be placed this is a reportable serious injury due the necessity of a second surgery.